Event description:
After one day of use, the enteral feeding tube in use malfunctioned. Parents brought daughter to emergency room. The enteral feeding tube was replaced in the ER. Upon inspection by the ER staff, it was reported that there is a small hole in the tube and it was leaking.